Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized due to experiencing high blood glucose (bg) levels of greater than 594-595 mg/dl and diabetic ketoacidosis. The cause was due to a malfunction alarm. Customer administered manual insulin injections and was treated with intravenous saline, insulin, and fluids at the hospital. At the time of report, customer was still hospitalized; however, the issue had been resolved. Customer declined a follow up from technical support to verify a release date from the hospital. Reportedly, the customer has reverted to manual insulin injections.